Manufacturer narrative:
The pump was received with normal operating currents, and passed the unexpected restart, displacement and self tests. However, the pump gave a compromised force sensor system alarm during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the occlusion, prime, and excessive no delivery alarm tests due to the alarm. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, and a cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer states insulin "squirt" out when attempted to prime. Customer was not able to exit the "preparing to prime" loop. Customer states drive support cap was sticking out. Customer's blood glucose was 226 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.